Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft2378 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC placed (B)(6) 2021. To date (B)(6) 2021, after drug infusion of normal saline during weekly management the clinician had a doubt of functionality and integrity of the PICC because the liquid come from the exit site. The pt had a cold sensation at infusion. After PICC removal and inspection the clinician found at 5cm a transversal lesion on the catheter.